Manufacturer narrative:
The following sections were medical records were not provided for the initial or first revision. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device not returned for evalaution.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Date of event: unknown month and day in 1994. Implant date: unknown month and day in 1978. Explant date: unknown month and day in 1994. Concomitant medical devices: unknown stem; unknown head; unknown liner. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation

Event description:
It was reported that the patient was revised due to acetabular cup loosening approximately 16 years post implantation. Attempts have been made and additional information on the reported event is unavailable.